Event description:
An olympus field service engineer reported, on behalf of the customer, that the camera head had an image problem. The issue was found during reprocessing for an unspecified procedure. The patient was not under anesthesia, there was no delay, and the procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
Additional information was provided by the olympus field service engineer clarifying that sometimes there was an image and sometimes there was no image. The device was returned to olympus for evaluation and the evaluation found the image flickered due to a faulty cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The camera head's fault was found during preparation for a diagnostic hysteroscopy procedure with immediate cessation of use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. Since the device is more than 17 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. The reported phenomenon was not reproduced at the repair department. However, it is likely that noise appeared on the image due to faulty cable, therefore, the "image problem" reported could happened temporarily. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.